Manufacturer narrative:
(B)(4).

Event description:
The manufacturing representative (rep) reported that the patient could not feel stimulation since implant. At the time of the surgery, the patient was feeling a little stimulation. A few days after the surgery, the patient met with the manufacturing representative and they were not feeling any stimulation. It seemed as though the implantable neurostimulator (ins) was functioning properly but the patient just couldn't feel stimulation. Troubleshooting was performed at 2 follow up appointments with the manufacturing representative. The manufacturing representative had tried increasing the stimulation all the way up to 10v but the patient could not feel stimulation. The manufacturing representative played around with the programming on different electrodes using a variety of pulse widths and rates with no success. The manufacturing representative wondered if swelling around the implant site could cause issues with stimulation, but it was unknown if the patient had swelling. The impedances were tested at 3v and they were all less than 2,500 ohms. Less than a week later, the patient was still not feeling stimulation and the impedances were coming back higher than before. Palpating the ins, lead and extension connection point did not elicit stimulation. Impedance testing at 3v ranged from 26,000-29,000 ohms and impedance testing at 0.7v found impedances greater than 10,000 ohms on c0, c1, c2 and c3. Intra-op impedances were tested on the system, both with the multi-lead trialing cable (mltc) and when everything was connected to the ins, and the impedances were "fine." The patient was without stimulation for approximately 2 years prior to the replacement. A group impedance test was performed and they received 1917 ohms. The manufacturing representative would attempt to program with electrode combinations with lower impedances rather than using all four electrodes and obtain images of the system. After reprogramming was attempted, the patient was not able to regain feeling of paresthesia on either attempt. The patient was instructed to turn off the stimulation for several hours and turn it back on. The patient had a follow up appointment with the physician's office for fluoroscopy to determine the lack of stimulation or possibly perform a lead revision. No determination about the cause of the lack of stimulation or high impedances had been determined. The patient had a replacement procedure performed on (B)(6) 2016. Prior to the procedure, the impedances were run and again they were very high. The patient did not feel stimulation at 10.5v. The surgeon decided to revise the old lead with a paddle lead and then connect it to a new ins. The old lead, extension and battery were removed and replaced. The patient immediately responded to stimulation after surgery and was sent home with 4 different programs. Indications for use include failed back surgery syndrome. If additional information is received, a supplemental report will be sent.